Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site, resulting in extrusion of the electrode array; subsequently the patient underwent a skin flap revision surgery (date not reported), however the issue could not be resolved. The receiver-stimulator was explanted on (B)(6) 2016 and the electrode array was left insitu. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report july 06, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.